Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored via follow-up.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced during device change out due to normal eri.